Manufacturer narrative:
A review of the device history records (DHR) was conducted for the reported lot number. The device was manufactured in september 2015 and showed no issues or non-conformities during the production of the device during that month.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time. The instruction manual warns users: "do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip".

Event description:
Olympus was informed during a therapeutic transurethral resection of bladder tumor (turbt) procedure, the ceramic tip portion of the sheath broke off and fell into the patient. The device fragment was retrieved from the patient¿s bladder with an unknown device. There was no bleeding reported. It was reported that the retrieval and device replacement caused a delay in the procedure. The intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. An inspection on the received condition of the device revealed that approximately 80 % of the white ceramic tip was broken off confirming the customer¿s reported claim. The broken portion was not returned for evaluation. Further inspection of the returned portion of the device noted scratch marks on the inner housing and foreign material on the remaining portion of the ceramic tip. There were small dents and scratches noted on the metallic shaft. Based on the investigation findings the most likely cause of the reported event can be attributed user handling of the device. In the instruction manual under the warnings section on page 14 stated ¿if the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient."